Manufacturer narrative:
The lot number was not provided. Therefore, a search for non-conformances associated with this part could not be conducted. The device was not returned for evaluation; therefore, an analysis could not be conducted. The root cause cannot be determined. This device is associated with the same procedure as the device reported in MFR report # 2032493-2019-00253.

Event description:
It was reported that the patient was treated for a subarachnoid hemorrhage of the right mca. The web device was positioned in the aneurysm through a via microcatheter. Three unsuccessful attempts were made to detach the web and on the 4th attempt, the web detached with slight advancement of the via. At the time of the detachment, there was a slight proximal movement of the web. Follow-up angiography and CT images showed slight rotation of the web and a slight flow delay in the m2. Attempts were made to reposition the web back into the aneurysm with the via; however, the web appeared to rotate more within the aneurysm and the m2 had greater delayed flow. The m2 appeared to be occluded approximately 90% and a wire could not be passed through it. Multiple attempts were made to snare the web without success, so the procedure was aborted. The patient awoke with left sided weakness of the upper and lower limbs and hemineglect. Post-operative CT imaging confirmed the patient had a stroke due to occlusion of the superior m2, and the position of the web was stable with no filling in the aneurysm. The web appeared to be protruding somewhat into the m2. Two days after the procedure, the patient was treated multiple times for vasospasm due to the (pre-existing) sah and the patient underwent a decompressive craniotomy. An evd was placed. Currently, the patient has had great improvement in the use of her leg and some improvement in her arm.